Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. After a guide wire crossed the lesion, plain old balloon angioplasty was performed using a 2.0mm balloon catheter. A 3.50 x 28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that distal stent struts were lifted. A non-bsc stent was used and the procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. After a guide wire crossed the lesion, plain old balloon angioplasty was performed using a 2.0mm balloon catheter. A 3.50 x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that distal stent struts were lifted. A non-bsc stent was used and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent revealed proximal stent damage. Proximal struts 1 were pulled distally over proximal row 2. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).